Event description:
It was reported that a spectrum infusion pump had a "bad touch pad." It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported "bad touch pad." The keypad was found to have limited operation due to the intermittent response of the #1 and #2 keys caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.